Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The safety and effectiveness of the proglide devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The two other perclose proglide devices referenced are being filed under a separate medwatch MFR number.

Event description:
It was reported that suture placement was attempted with two proglide devices in the right common femoral artery (rcfa) using the preclose technique prior to an endovascular aortic repair (evar). Suture placement was attempted with a proglide device in the left common femoral artery (lcfa) using the preclose technique prior to an evar procedure. The arteriotomy in the rcfa and lcfa were 6fr. Reportedly, in the rcfa, the first proglide device was successfully pre-placed. A second proglide device was deployed but when tension was pulled on the blue rail suture the whole suture line was pulled out of the artery with some vessel tissue. A third proglide device was placed with the same issue as the second proglide device. The suture of the fourth proglide device was successfully placed using the preclose technique. Reportedly, in the lcfa, the first proglide device was deployed but when tension was pulled on the blue rail suture of the proglide device, the whole suture line was pulled out of the artery with some vessel tissue. The sutures of two additional proglide devices were successfully placed using the preclose technique. The sheath was upsized to an 18fr in both the rcfa and lcfa and the evar procedure was completed. Hemostasis was achieved in the rcfa and lcfa with the pre-placed sutures of the proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The failure to deploy the suture was confirmed. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.